Event description:
Baxter IV pump was programmed to infuse calcium chloride for a patient on cvvhf. Pump was found to have not been infusing set rate for the first 7 hours of the pm shift on [redacted date] until rn noticed. During these hours of malfunction, patient was continuously experiencing hypocalcemia requiring orders for IV push calcium chloride and increased hourly rates of calcium chloride gtts per nephrology. Pump was changed and labs values are continuing to be monitored. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter) ongoing awareness.